Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer was using the infusion set for 6 day¿s. Tandem technical support informed the customer that using the infusion set¿s for 6 day¿s was off label per the tandem user guide. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.